Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
New information received that the system was not stimulating nerves during the procedure. The threshold and stimulation was increased with no changed. The magnet on torso was moved and checked that all power cables were not wrapped around the cords. There was no delay with the procedure. The case was continued without the mainframe. There was no patient impact.